Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nine events were reported for this quarter. Nine devices were received for evaluation; 8 events were duplicated during testing. One event was not duplicated during testing; however, the device was out of specifications. Eight devices were affected by a thermal problem, though no cause was identified. One device was affected by a loose component. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.